Manufacturer narrative:
The workstation has been returned to keymed and is currently undergoing a full investigation to establish the root cause of this malfunction.

Event description:
Olympus workstations are designed for use with a range of olympus equipment to facilitate endoscopy procedures. The workstation has transformer which is located underneath and to the rear of the lower shelf. The transformer is connected to the mains power supply by a power cord and plug. Olympus equipment is connected to the transformer to facilitate endoscopy procedures. Keymed has been made aware of an event when the workstation was being moved in a corridor of a healthcare facility, the front left side wheel broke off from the workstation. The workstation was supported by a nurse and a pt. There is no report of injury to the pt nor user and this report is submitted in an abundance of caution.